Event description:
Additional information was received from a healthcare provider (hcp) on 2017-may-09. It was reported that interrogation of the pump showed that the pump was working fine. The patient's pump medication was reportedly switched to hydromorphone, and the reported symptoms were likely a reaction to the hydromorphone. No diagnostics were reportedly performed, and regarding actions/interventions, therapy was stopped and the medication was withdrawn from the pump. The reported symptoms of somnolence, rash, hives, and stopped breathing were resolved, and the hcp had no further information to report regarding this event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on (B)(6) 2017 regarding a patient's implanted infusion pump containing unknown baclofen (unknown concentration at 300mcg/day) and prialt (unknown dose and concentration). The indication for use was non-malignant pain. It was reported that the patient was somnolent with a rash and hives since a pump refill on (B)(6) 2017. On (B)(6) 2017, the patient was not breathing, was placed on a ventilator, and was to be transferred to the intensive care unit (ICU). A cardiac magnet was placed over the pump and taped to the patient's skin, but a clinician programmer was also requested to confirm that the pump was not infusing any intrathecal medication. No audible pump alarms were heard. The patient's managing physician was informed of the issue, and a manufacturer representative was paged to provide a clinician programmer.

Manufacturer narrative:
Other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type catheter. Patient codes (B)(6) are no longer applicable for this event as the patient's symptoms were attributed to a reaction to the medication dilaudid and not a pump malfunction. Device code (B)(4) is no longer applicable for this event and the healthcare professional was unable to aspirate the catheter. Although the event is no longer reportable as a serious injury as the patient¿s symptoms were attributed to a reaction to the medication dilaudid and not a pump malfunction, the event is still reportable as a malfunction as the healthcare professional was unable to aspirate the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative and a healthcare professional (hcp). On (B)(6) 2017 it was reported that the patient thought he had an overdose/overinfusion and the patient¿s mother reported that the patient almost died. Per the hcp, dilaudid was added to the pump in april for better pain control and the patient had a reaction to it. This resulted in the patient having a rash and respiratory depression. Even at the lowest dose he could not tolerate the dilaudid. The baclofen dose was not changed. The adverse event was entirely attributed to the dilaudid and not the baclofen. Stopping the pump with the magnet resolved the issue. The hcp attempted to aspirate the catheter was but was unable to do so. It was decided that the patient was not a candidate for the therapy, the pump was refilled with saline, and programmed to stopped pump mode. The pump was currently alarming due to the stopped pump period exceeding tube set so the pump was programmed off with a password. The pump had previously delivered ¿dilaudid (10 mg/ml), baclofen ¿5¿, and prialt (400 mcg/ml)¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that the cause of the inability to aspirate the catheter was unknown. There was no catheter disruption on fluoroscopy and the catheter appeared to be in the intrathecal space as far as the hcp could tell. Anterior/posterior (ap) and lateral views on fluoroscopy were noted.